Event description:
It was reported that the patient experienced unspecified issues with his artificial urinary sphincter (aus). A surgical procedure was performed in which a new 5 cm cuff was added to the previous aus system. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The revision surgery was performed because the patient started to leak again at a lower rate than prior to placement of the aus but wanted to be completely dry. Increased continence was reported following the procedure. No complications were reported.

Event description:
It was reported that the patient experienced unspecified issues with his artificial urinary sphincter (aus). A surgical procedure was performed in which a new 5 cm cuff was added to the previous aus system. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The revision surgery was performed because the patient started to leak again at a lower rate than prior to placement of the aus but wanted to be completely dry. Increased continence was reported following the procedure. No complications were reported.